Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A DHR review was completed and found no non-conformances. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had received two reports of tubing leaking. They stated that the bags were leaking at the injection site. Mmdg did attempt to gather more information about the complaint, however, no further information was ever made available. [(B)(4)].